Event description:
A report was received that a patient underwent a pocket revision due to the patient's skin thinning over the pocket site. The physician elected to check the patient's pocket for signs of infection. The physician found nothing and cleaned the pocket out. The patient is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.